Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedures concurrently with transvaginal hysterectomy, modified mayo mccall, vaginal intraperitoneal colpopexy, anterior and posterior repair on (B)(6) 2011 due to sui, uterovaginal prolapse and mesh was implanted.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.